Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from representative indicated one patient specifically who had their implantable neurostimulator (ins) checked on (B)(6) and showed the 'asterisk' indicating the longevity estimate had changed due to por but she wasn't privy to a por with that patient. The caller states she has been doing this for many years and hasn't come across the amount of pors it would take for this to occur. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no cause was identified. However, it was assumed by the physician's assistant (pa) that cautery touched the ins during implant. It was unknown what troubleshooting was done, but the patient was reprogrammed.